Event description:
The health care professional (hcp) reported the stimulator was exposed through the skin following a fall onto a "hard" surface from the prior week. The patient had no symptoms other than the open wound over the device. The hcp stated the battery was removed and the pocket was irrigated/debrided. The lead placement was revised and then a new battery was implanted. A MRI/x-ray/CT scan was performed intraoperatively and the device was programmed both intraoperatively and post-operatively. The patient recovered without sequela.

Manufacturer narrative:
Lead model 39565-65, serial #(B)(4), implanted: (B)(6) 2011, programmer model 37743, serial #(B)(4).